Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the damage of the instrument was most likely caused due to an overload situation. We assume a force to both jaw parts while the jaw was in an open position. Thus the mechanism broke. Furthermore, the bent jaw part is also a sign of a leverage effect. To avoid an error like this, the instrument must be handled with care, according to the IFU. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during a ovarian procedure, the hinge was broken and the jaw did not go back into its normal location/state. There was no harm to the patient. Components in use listed as concomitant devices are: po345r / jaw ins.dorsey grsp fcps 3.5mm 290mm, pm986p / insulated outer tube 3.5/3.5mm 290mm, po381r / handle with ratchet for 3.5mm instr.